Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. A foggy image occurred in the view field of eyepiece. There were few additional findings. Due to a crack on eyepiece and control unit, water tightness was lost. Due to a dent on channel tube, suction volume does not meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Connecting tube was bend. Control unit was sticky due to water leakage. Eyepiece was sticky and had a scratch. Connecting tube had a dent. Grip was dirty and indication on grip was peeled. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope displayed a cloudy image. The device was returned and an evaluation at the repair center revealed, the coating of the image guide (ig) coil was peeled off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating at the insertion tube peeled off due to stress of repeated use, external factors, or handling of the device. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ as below: [inspection of the endoscope] 3. Inspect the external surface of the entire insertion tube for dents, edge, any protruding metal strain from inside the tube, bulges, lifting of resin, or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿ olympus will continue to monitor field performance for this device.